Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problems (damaged cable or wires exposed) was confirmed. As received, the electrode belt failed incoming functional testing. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn and caused the rest failure. The root cause of the damaged cable could not be positively identified but was likely excessive force. No adverse event results from the damaged cable.

Event description:
A (B)(6) distributor contacted zoll customer support to report that a (B)(6) pt's electrode belt was damaged.